Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep reconnected a loose wire in the ac power plug. The system was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the system would display a generator failure error message. No pt injury was reported.